Manufacturer narrative:
Other relevant device(s) are: product ID 8711, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of baclofen at 649.89 mcg/day via an implantable pump for a spinal cord injury. On (B)(6) 2021, it was reported that the patient¿began to experience underdose symptoms two months prior to the date of the report. The patient's pump was replaced a year prior and the logs showed no sign of errors. A side port access and dye study was performed and a hole in the spinal segment was noted, near where it had been attached to the muscle fascia with the anchoring system. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. The doctor decided to have the catheter overhauled and the damaged spinal catheter segment was replaced with an 8731sc. The replaced catheter portion was discarded. The issue was considered resolved at the time of the report. Additional information was received from a foreign healthcare provider via a manufacturer's representative (rep) on (B)(6) 2021. It was confirmed that the patient's pump remained implanted, only the catheter had a revision. It was reiterated that the pump was not explanted and would not be returned for analysis. The patient's previous pump reached elective replacement indicator (eri) condition and was replaced due to end of pump life.